Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. (B)(4). Reporter phone number unknown. The philips field service engineer replaced the power switch overlay and fan filter housing to resolve both issues. The unit passed performance verification tests when service and repair were completed.

Event description:
Philips field service engineer (fse) reported that the led (light emitting diode) indicator was faulty and the fan housing was damaged. There was no patient or user harm reported. The event date was not specified; estimate used.